Event description:
The customer tested his blood glucose using his contour meter and received a reading of 132 mg/dl. He retested using another meter and received a reading of 16 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned.